Event description:
It was reported that during testing conducted at the MFR, the microdebrider power cord heated up. This event did not occur in a surgical environment, so there was no pt involvement. No user injury was reported, and no other adverse consequences were alleged with this event.

Manufacturer narrative:
The microdebrider was rec'd by the MFR and the complaint was confirmed. Internal components were evaluated and the motor assembly was discovered to be seized up and the power cord overheated. The motor assembly and power cable assembly were replaced. The device was returned to the user facility.